Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "maintenance required" message was confirmed during the functional testing and the archive data review. The autopulse platform displayed "system error, out of service, revert to manual CPR," and the root cause of the system error was a defective processor pca board. The archive data indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up, confirming the reported complaint. The processor pca assembly will be replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a "maintenance required" message. No further information was provided. No patient involvement.